Manufacturer narrative:
Evaluation of the returned 5f select confirmed the device was fractured in two locations near the distal tip. This damage typically occurs due to forceful retraction against resistance. If the device is forcefully retracted against resistance, the device may become fractured. Based on the complaint report, some of the damage was a result of snaring attempts during the procedure. The root cause of the initial 5f select fracture could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the common carotid using a neuron select catheter 5f (5f select), benchmark 6f 071 delivery catheter (benchmark), and indigo system aspiration catheter 8 (cat8). During the procedure, while removing a 5f select to complete the case, the distal end of the 5f select broke in the descending aorta. The physician then used a snare device to "lasso" the broken tip. While retracting the tip into the benchmark, the tip broke again. Eventually some pieces of the tip flowed into the right circumflex of the superficial femoral artery. From there, the physician used a cat8 to successfully remove at least two pieces of the tip. The procedure ended at this point. The patient was discharged the next day with no known issues. There was no report of an adverse effect to the patient.